Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient undergone a device upgrade to a non-boston scientific device. The patient stated that the old pacemaker had some problems. The device was surgically explanted. No additional adverse patient effects were reported.